Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a neuromonitor basic kit (ID 826631) was placed on (B)(6) 2022. After the patient was sent back to ward the microsensor could not show a normal readings. They changed with a new icp monitor (ID 826635) and new cable however, the microsensor still could not show normal reading with p-0 on the monitor and could not enter into the next step. Therefore, the microsensor was removed on (B)(6) 2022 and monitoring was stopped.

Manufacturer narrative:
The microsensor was returned for evaluation. Device history record (DHR) - the product 826631 for lot 218153 sn (B)(6) and the lot met specifications when released. Failure analysis - the he issue of the complaint has been confirmed. Connector wire broken inside. Excessive amount of foreign residue covering inside of connector. No testing was possible. The root cause could be determined as a mishandling of the device. Suspect fluid ingress the cause of the foreign residue inside of connector.